Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address high metal ions.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update recd 11/03/2016 - litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from pain and discomfort. Litigation also alleges friction and wear between the head and liner.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combinations since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update (2/14/2017) pfs and medical records received. After review of the medical records for MDR reportability, alleges pain and suffering, with reduced range of motion and mobility, cobalt and chromium ion toxicity and metal debris tissue damage and death, trouble getting in and out of cars, and inability to do yard work or walk distances. Operative indications noted patient experienced increasing pain, and felt crepitance and clicking in the right hip, as well as having increasing serum metal levels. Revising surgeon noted "20 ml effusion of metal stained fluid" upon entering the hip. Noted that there was some metal staining of tissues adjacent to trunnion, but trunnion itself was undamaged. There was no pseudotumor and no osteolysis. There was no evidence of loosening of either the cup or the stem. Pathologist identified tissue "chronic inflammation and foci of foreign body giant cell reaction...changes of metallosis noted". There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combinations since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.